Manufacturer narrative:
(B)(4).the customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) keyboard, which resolves the reported issue. The ventilator then passed all testing.

Event description:
It was reported that during patient use there was a malfunction of the ventilator keyboard. The ventilator was removed from the patient. There is no report of serious injury or death associated with this event.